Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the needle-free IV connector of a one-link non-dehp microbore catheter extension set separated from its tubing. This occurred during patient blood infusion and resulted in a leak of approximately 20 ml of blood from the separation site. There was no patient injury or medical intervention associated with this event. No additional information is available.